Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "the programmer was able to alter firmware in implantable devices." It was noted that this was theoretical information. No product was returned to the company for service. There was no patient involvement.